Event description:
The customer reported that on (B)(6) 2011 an erroneous high inorganic phosphorous (phos) result was generated from an olympus au5400 clinical chemistry analyzer for a single patient. The initial phos result was accompanied by an instrument error p flag (out of panic value range). Upon repeat testing on the same and different instruments, the repeat phos results were lower. The initial, erroneous phos result was not reported outside the laboratory and hence there was no death, serious injury or modification to patient treatment associated with this event. The sample was tested within four hours of draw, was refrigerated during storage, and was collected in a gel separator serum tube. It was tested from the primary tube and was centrifuged prior to testing. Quality control results appeared normal during the timeframe of the event. No patient specific information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) reviewed the instrument and the sample was rerun multiple times on different au instruments with same, lower repeat results. Beckman coulter inc. Assessed sample testing data of the event. For the erroneously high phos test, the optical density readings at the first read point appeared normal, however, absorbance readings increased slowly after sample was added, whereas they should have remained stable. Also, after reagent two was added the absorbance readings were erratic. The event was caused by the involvement of an unknown cuvette and reagent substance, other than the sample, which interfered with test absorbance readings. A customer notification was distributed to address this issue. Beckman coulter inc. Corrective action is underway.